Event description:
The customer stated that the architect i2000 analyzer did not go offline and tripped the circuit breaker at each attempt to connect. Upon inspecting the r1 antenna plate burn marks were found. During troubleshooting smoke was emitted from the r1 antenna. There was no injury reported.

Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched to the account. The fse resolved the issue by replacing the r1 antenna. A review of the safety memo and product evaluation indicates the architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to provide adequate information regarding electrical hazards and an emergency shutdown procedure. The investigation did not identify a product deficiency.